Event description:
Material no: 50-7500b batch no: unknown.   It was reported: customer received kit with defective issue; no pt harm. Event description states: hose disconnected.   Questions/inquiries: confirm patient harm and notate in event desc per attached statement above on 10/06/2021: was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? Out of the box the top was disconnected from the bottle. If it's before use and did they attempt to reconnect it? My husband tried to reconnect it, but he was not to make it work. We could not get it to have any suction need to verify the line was disconnected prior to use and the bottle was discarded immediately, bottle was not used. We could not get it to pressurized, it was not used. Was the clamp properly closed until after the plunger was pressed. I don¿t think so. It was not closed where is the catheter located? Abdomen or chest: chest is there a photo or sample available showing the reported issue? No sample available. What was the impact to the patient? Put me behind 6 days on my drainage schedule. I told edge park that I had two bottles I could not use out my regular supply. I spoke to multiples people without any success . The last person I had on the phone was able to help and I got my replacement bottles recently in (B)(6).

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacturer here.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4) patient problem code: (B)(4).

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: hose disconnected.   (B)(6) 2021: was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? Out of the box the top was disconnected from the bottle. If it's before use and did they attempt to reconnect it? My husband tried to reconnect it, but he was not to make it work. We could not get it to have any suction. Need to verify the line was disconnected prior to use and the bottle was discarded immediately, bottle was not used. We could not get it to pressurized, it was not used. Was the clamp properly closed until after the plunger was pressed. I don¿t think so. It was not closed where is the catheter located? Abdomen or chest: chest. Is there a photo or sample available showing the reported issue? No sample available. What was the impact to the patient? Put me behind 6 days on my drainage schedule. I told edge park that I had two bottles I could not use out my regular supply. I spoke to multiples people without any success. The last person I had on the phone was able to help and I got my replacement bottles recently in (B)(6).